Event description:
It was reported that patient stated that his artificial urinary sphincter (aus) was not performing as expected as he experienced recurring incontinence. A cystoscopy was performed and erosion of the urethra at the cuff site was observed. The physician plans to perform surgery on a future date to remove the device and repair the erosion. No further complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.